Event description:
As reported, the balloon of a 25mm 30cm 155 saber rx percutaneous transluminal angioplasty (pta) was used as pre dilation but it ruptured at four atmosphere (4atm). The lesion was the superficial femoral artery. An ipsilateral approach was made. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
The balloon of a 25mm x 30cm 155 saber rx percutaneous transluminal angioplasty (pta) was used for pre dilation but it ruptured at four atmospheres (4atm). The lesion was the superficial femoral artery. An ipsilateral approach was made. There was no reported patient injury. One product was returned for analysis. A non-sterile saber rx 25mm x 30cm 155 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. The unit was thoroughly inspected at naked eye and no anomalies were observed. Per functional analysis, balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. A leakage of water was observed on the body/shaft transition to balloon area. Sem analysis revealed the balloon leakage was caused by a rupture on the body/shaft transition to balloon area. The inner surface presented evidence of elongations adjacent to the balloon rupture. The outer surface presented evidence of elongations and scratch marks near the body/shaft transition to the balloon area rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed elongations and scratch marks on the body/shaft transition to balloon area surface led to the rupture found on the received device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82165788 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. A balloon rupture was observed on the balloon¿s body/shaft transition to the balloon area of the catheter. Sem analysis revealed evidence of elongations and scratch marks adjacent to the rupture. These findings indicate the catheter was induced to stretching/pulling events that exceeded the material yield strength and the balloon material adjacent to the rupture was torn with a sharp object from the outside of the balloon. However, with the limited amount of patient and procedural information available it is difficult to draw a clinical conclusion between the device and the event reported. The exact cause of these conditions could not be determined. It is very likely that handling of the device, procedural factors and vessel characteristics, although unknown, contributed to the events reported by the customer. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.